Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed that the right ventricular lead exhibited non-sustained right ventricular oversensing due to lead noise. No intervention was performed. The patient will continue to be monitored.